Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the issue of the stimulator not helping anymore was first noticed approximately in 2010. The patient reported that the cause was the it would go to the area. The patient reported that a laminectomy was done as an action/intervention to resolve the stimulator not helping anymore. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that he had the stimulator removed because it was not helping anymore. Caller states the stimulator relieved his pain for at least 3 or 4 years, until the pain spread and the stimulator could not cover those areas. Caller states his back was fused, bolted, and screwed. Caller states once the back is destroyed a little bit, the next part goes, it is just a domino effect'. Caller states his stimulator was removed 3 weeks ago on a tuesday, but his leads are still in. An exact event date was not provided. Caller stated that he has not been to a doctor in a long time. No further complications were reported/anticipated.